Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting a high blood glucose value of 720 and a low of 53 mg/dl. Customer was released from hospital and went home and had a mild heart attack . Customer reports event was resolved by changing complete set. Products are not expected to return.